Event description:
It was reported that during an angioplasty procedure, the ptv balloon allegedly ruptured at 10 atm. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vida device was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, and water was noted to be streaming at the proximal end of the balloon. No further testing performed. Therefore, the investigation is confirmed for the reported material rupture as water was noted leaking from the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the ptv balloon allegedly ruptured at 10 atm. The procedure was completed using another balloon. There was no reported patient injury.